Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and uploaded the latest software revision to resolve the issue. The unit then passed all tests, calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator generated a blank display. There was no patient involvement.